Event description:
It was reported that the right atrial lead exhibited less than 200 ohms impedance. Atrial noise was observed when the patient pressed their palms together. The atrial polarity was changed to the unipolar configuration.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.